Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device closed on tissue and would not release. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.